Event description:
It was reported that during a laparoscopic colectomy procedure, surgeon was trying to close the handle to fire device and the handle would not lock close. No pt consequence. Opened new one to complete procedure.

Manufacturer narrative:
(B) (4): articulation gear teeth. Eval summary: the analysis showed that the atw45 device was rec'd with in good visual condition. The device was rec'd with no reload loaded in the device. The clamping mechanism and the articulation mechanism were noted to be damaged. No functional test could be performed. The device was disassembled to verify the condition of the internal components and the left articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that a 100% inspections take place during mfg to ensure the device meets the require specs; in addition, a sample of the batch is inspected at (B) (4). A batch record review was performed and no anomalies were found during the mfg process.